Event description:
It was reported to boston scientific that an alliance inflation syringe was used in a gastroscopy with dilatation procedure on (B)(6) 2015. According to the complainant, during the procedure, the physician was inflating the balloon, however it was noted that the needle on the gauge was not moving. The balloon was deflated, and a second alliance inflation syringe was then used to reinflate the balloon and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) gauge reading inaccurately. A visual examination of the complaint device showed that the gauge needle was resting at 0 atm. There were no visual issues noted to the device. During the functional gauge leak test, it was noted that the gauge needle did not increase as pressure was increased. Based on the condition of the returned device, it is possible that the complaint unit got damaged during the procedure. This may have caused the internal mechanism of the gauge to become damaged leading to the gauge not indicating pressure. Therefore the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.